Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's speaking valve produced a sound when used. The customer reported that patient had no injury.